Event description:
Subsequent to the initial report, additional information was provided. The patient collapsed at home and was transported to the hospital via ambulance. Defibrillation was performed. The patient was taken to the cath lab emergently and the detached clip was seen; however, removal of the detached clip was not an option due to the patient's admit condition. The decision was made to not remove the clip. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on this available information, the reported difficult or delayed positioning appears to have been due to a combination of patient anatomy and procedural conditions. The reported device damaged by another device (caused damage) was a result of procedural conditions. The reported poor imaging appears to have been due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The ntw mitra-clip referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was a mitra-clip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The patient anatomy included an enlarged atrium and a restricted posterior leaflet. Visualization difficulty was noted, due to shadowing of the steerable guide catheter (sgc). One clip (ntw) was implanted without issue. A second clip (nt) was advanced into the anatomy. During grasp attempts, the clip became caught in the chordae. Standard troubleshooting maneuvers were performed, and the clip was freed from the chords; however, the second clip interacted with the first clip. It was noted that the ntw clip was moving, and a single leaflet device attachment (slda) occurred, with the clip detaching from the anterior leaflet and remaining attached to the posterior leaflet. The nt clip was implanted on one side of the detached clip. A third clip was implanted on the other side of the detached clip. The procedure ended with mr reduced to grade 1-2. On (B)(6) 2020, the patient went into ventricular fibrillation cardiac arrest, and was transported to the hospital via ambulance. It was noted that the ntw clip had detached from the posterior leaflet and embolized to the ostium of the right coronary artery (rca). The patient was refused for surgical intervention, and died. No additional information was provided.